Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient with history of deep vein thrombosis with planned joint replacement was scheduled for inferior vena cava (ivc) filter placement. Access was gained via the right common femoral vein. A cavogram demonstrated the inferior vena cava patent. The ivc filter was deployed at l3. The patient tolerated the procedure well with no complications. Two months post ivc filter deployment, the patient was scheduled for ivc filter retrieval. Access was gained via the right internal jugular. The filter was tilted to the right lateral area. Multiple attempts were made to retrieve the ivc filter using a recovery device. However, the tip of the filter kept protruding outside the sheath. A gooseneck snare was then used for attempted retrieval but this method too proved unsuccessful. The procedure was then aborted. The patient tolerated the procedure well with no complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two months post deployment, multiple attempts were made to retrieve the filter using a recovery device. However, the filter was tilted and the tip of the filter kept protruding outside the sheath. A gooseneck snare was then used for attempted retrieval but this method too proved unsuccessful. Therefore, the investigation can be confirmed for tilted filter and retrieval difficulties. Per the provided medical records, the filter was tilted. This likely resulted in the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc and the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After two months of post filter deployment, inferior vena cava filter removal was performed. Ultrasound guided placement of right internal jugular cvp line with attempted and aborted removal of filter secondary to filter tilt. The right neck was examined with ultrasound. The jugular vein was anterolateral to the carotid system. It was compressible and without thrombus. It was cannulated with an 18-gauge needle and a glide wire was advanced into the superior vena cava and on down to the inferior vena cava. The filter was a g2 filter. The introducing sheath for the filter retrieval system was then brought down over the wire and positioned in the inferior vena cava. The filter was tilted to the right lateral area. Multiple attempts were made to capture the filter using the recovery device, however, the tip of the filter kept protruding outside the sheath. A 15 mm gooseneck snare was then attempted to retrieve the filter. This too, unfortunately was unsuccessful. The planned filter removal was aborted. The sheath was backed out and removed. After five years and three months, the patient experienced with abdominal pain, left lower quadrant. After ten days, computerized tomography abdomen and pelvis without contrast was performed which showed that the filter was tilted anterior and to the right and the cone of the filter has penetrated through the inferior vena cava wall and was in the pericaval fat. Several of the filter legs had penetrated the inferior vena cava wall with one leg penetrating the aorta, another into the right common iliac artery, and another into the pericaval fat. After two years, the patient experienced low back pain. An inferior vena cava filter was noted at l4 vertebral body level, likely inferior vena cava near the confluence. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter migration and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,g3,h6(device, conclusion). H11: b1,g1,h1,h6(patient, method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.